Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will not be explanted at this time. The recipient continues to use the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the recipient¿s test data indicated impedance issues, despite device testing within normal limits.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Programming adjustments have been made; however, the issue did not resolve. The recipient will not be explanted at this time. The recipient continues to use the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.